Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was experiencing pocket pain while charging. The pt met with his physician who administered trigger point injections to treat the pain. The pt was reprogrammed and is reportedly doing well.